Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to her blood glucose level reported. The customer reverted to an alternate method of insulin therapy.